Event description:
Respiratory care practioner placed a ventilator on a patient and after it was on for approximately one minute, the ventilator restarted itself. The ventilator operated fine for a few minutes and then started alarming "occlusion" and then operated fine once again for a short time and then restarted itself again. At this point, respiratory care practitioner removed this vent from patient and placed patient on a new vent. This problem did not compromise the patient in any way. A service representative from the company performed repair and replaced the controller board. Unit placed back in service.